Event description:
Patient reported "pain, shape change" and diagnosed with right side rupture via MRI. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in the posterior side assessed as fold flaw opening. Pain: unable to observe as it is a medical event not related to the device. Additional observations: red particles observed in the surface of the shell. Red particles observed in the gel. Observed stress marks on the device. Observed creases on the device. Observe wear abrasion on the device. Additional, corrected and/or changed data.

Event description:
Patient reported "pain, shape change" and diagnosed with right side rupture via MRI. Device has been explanted.

Manufacturer narrative:
Adverse event problem: f2203. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture.

Event description:
Patient reported "pain, shape change" and diagnosed with right side rupture via MRI. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.